Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose and subsequently administered a mealtime bolus which resulted in a blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.